Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, they used a fully power charged device. 2 hours later, the calibration was normally performed. They checked jaws opening/closing with no problem. Then, the surgeon try to fire the device to the stomach, however the display screen was blackout. 4 hours had passed since they took out the handle from the charger. The procedure was completed with another device. The status of the patient is no problem.